Event description:
The customer reported to olympus the bronchovideoscope exhibited water leakage during reprocessing. The patient was not under anesthesia and there was no delay reported. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, an e216 error code was displayed, and the screen blacked out during angulation due to defective distal end insertion unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for evaluation and the customer's reported issue of leaking was unable to be confirmed. The device was inspected and tested. During the device evaluation it was observed that there were dents in the insertion tube; the screen blacked out during angulation due to defective distal end insertion unit; and e216 was reported and there was no scope information due to defective distal end insertion unit. Based on the results of the investigation, physical stress was applied to insertion section during user handling. It caused an abnormality in the image sensor unit, leading to no image. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.